Event description:
Prytime is filing this report in an abundance of caution because a surgical cut down was necessary to expose the common femoral artery (cfa) to enable extraction of a reboa balloon lodged in the introducer sheath. Percutaneous access was gained at the right cfa via ultrasound and the introducer sheath was placed percutaneously. There were no issues encountered during advancement of the catheter through the sheath, or during use of the catheter for the reboa procedure. The trauma surgeon reported difficulties encountered during attempted removal of the catheter through the sheath. It was later reported that the patient's r leg was not straight during insertion of the introducer sheath and during attempted removal of the catheter. This may have created a bend in the sheath and tortuous path that may have contributed to the removal difficulty. It is not known whether all fluid was removed from the balloon prior to attempted removal. As noted in the IFU, failure to remove all fluid from the balloon prior to attempted removal may make it difficult or impossible to remove the catheter from the introducer sheath and/or vessel. To remove the catheter, an open surgical cut down was used to expose the cfa and the sheath and catheter were removed. The cfa was repaired and closed using a closure device. The surgeon reported that the catheter shaft was observed to be stretched following removal, indicating excessive force. There was no reported or alleged failure or malfunction of the prytime device or its labeling. Per the surgeon, the patient is alive in the ICU, and not suffering from complications related to the removal issue.